Event description:
The customer obtained falsely high troponin 1 results on patient samples. Three biased results were reported, but the floor was notified of the errors before action was taken. Elevated results of the magnitudes obtained might initiate cardiac catheterization. There was no report of patient harm as a result of this event.